Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during a esophageal varices banding performed on (B)(6), 2011. According to the complainant, the bands were applied to the varices successfully however, later the same day two to three bands fell off the varices. It was reported that no further intervention was needed and that the patient was held for observation only and later released. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.